Event description:
Per medwatch mw5108892: patient reporting cadd legacy is alarming no disposable, pump won't run while trying to load/prime new cassette. Had patient try and realign cassette but would not run. Patient switched to another cassette and infusing on the same pump. Lot number 345095. This has not happened to patient before. Patient will hold on to cassette for possible return. Pump was not in use when fault occurred. No lapse in infusion or side effects due to malfunction. Patient can return malfunctioning cassette if need. Patient does have back up cassettes. Infusion is life-sustaining. Outcome-resolved. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? No; did the patient have additional cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Note: lot no. 345095 not found in smiths system.

Manufacturer narrative:
Other text: additional information was received indicating the patient's spouse reported that the issue was with the syringe and not with the cassette. It was reported that the cassette was not defective., corrected data: h6: event problem patient code, g3 updated.